Event description:
During remote follow-up, an event of post-paced t-wave oversensing and fusion was observed on the device. Technical support was contacted and reprogramming was performed to resolve this event. The patient was stable and will continue to be monitored.